Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that moving parts of the trigger on the small battery drive device did not move smoothly. It was further observed that the device had cosmetic damage due to worn coupling and the device could not engage the attachment. It was further determined that the device failed pretest for checking the attachment coupling and checking for sticky triggers. It was noted in the service order that during pre-surgery, it was determined that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of the moving parts of the trigger not moving smoothly identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).